Event description:
Pt was revised to address poly wear of the liner.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 15 yrs ago. Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the prod and lot code was unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 15 yrs of implantation. The investigation could not verify or identify any evidence of prod contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.